Manufacturer narrative:
Lumenis investigated the reported event by contacting the reporter directly to obtain more information regarding the reported event; however after three (3) emails and three (3) phone calls, no response has been received. A review of the subject device DHR records confirmed that the subject device met all test specifications without deviation per the DHR during the manufacturing process. It was reported in the initial report of this event that the facility's "biomed had sequestered the equipment and determined there was a faulty ignition lock switch. The equipment was able to be repaired. ". To the best of lumenis' knowledge, the subject device remains in use at the user facility. A review of subject device service records concluded that no service has been performed on the subject laser by lumenis since march 2013. Lumenis cannot rule out that service by unauthorized third party service providers may have contributed to the event. A review of historical product complaints shows that the same malfunction of a key switch failure has not led to serious injury in the past. Lumenis recognizes that the alleged malfunction had led to a cancelled procedure, however it hasn't been confirmed if the patient was already anesthetized at the time of the malfunction or if the rescheduled procedure had any adverse outcomes. As the initial reporter only reported a product problem in their report, lumenis believes that no injury was associated with this event, and in an abundance of caution lumenis is reporting this event as a product problem/malfunction. When new information is received with which to determine if an adverse event had actually occured, lumenis will file a follow-up MDR.

Event description:
Lumenis received a user facility medwatch report (B)(4) in which the event is described as: "during surgery the operating room (or) staff was testing the laser generator prior to use. The display screen came up briefly before going out. Staff could not get the device to turn on, even after using several outlets in the or suite. Biomed sequestered the equipment and determined there was a faulty ignition lock switch. The equipment was able to be repaired. It was unclear whether this was a pm issue or device defect. The lithotripsy portion of the procedure was rescheduled."